Manufacturer narrative:
A severe allergic reaction, is considered serious due to potentially life-threatening reaction. The relationship with the device cannot be established due to insufficient information, however is less likely to be related.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental on (B)(6) 2023 using the coolmini applicator and presented with possible severe allergic reaction three days post treatment.